Event description:
The report rec'd from the affiliate indicated that approx thirty-three mos after the index procedure, the pt complained of chest pain and went to the hosp. Coronary angiography was done and thrombus was observed in the most distal cypher 3.0 x 33 mm stent implanted during the index procedure. The stent was implanted in the distal right coronary artery (rca) target lesion. The very late thrombosis was treated by balloon angioplasty. No details were provided. The physician's comment regarding a possible cause of the thrombotic event was that it might be due to a side effect of steroid treatment for systemic erythematosus.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was the proximal-distal rca. The lesion was reported to be: de novo, a chronic total occlusion (cto), 60 mm in length, 3.0 mm vessel diameter, and type c. The lesion was pre-dilated with a 1.5 x 15 mm balloon at 18 atms for 10 seconds. A cypher 3.0 x 33 mm stent (stent #1- complaint prod) was implanted at 22 atms for 15 seconds four times (inflations). An add'l cypher 3.0 x 33 mm stent (stent #2) was implanted at 22 atms for 15 seconds four times (inflations) proximal to the first stent. A cypher 3.5 x 23 mm stent was implanted at 22 atms for 10 seconds four times (inflations) proximal to the second stent. All three stents were implanted in overlapping fashion. The stents were post-dilated with the stent delivery sys (sds) balloon at 15-20 atms for 30-40 seconds. Ivus was done. The residual stenosis was 0%. The flow pre-procedure was timi 0 and post procedure was 3. An act was measured. Please note that device is distributed outside the united states, however, it is similar to the united states prod. There are two possible lot #s for this device . For lot # i0405119: the mfg date is 04/2005 and the exp date is 08/09/2005. For lot # i0505024: the mfg date is 05/2005 and the exp date is 08/18/2005. The prod is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.